Event description:
No additional information.

Manufacturer narrative:
Pr 10859013 follow up MDR for device evaluation: one IV bag with a spike connector, an injector, and three vials with a protector attached, were provided to our quality team for investigation. Through visual inspection, particles were observed within the IV bag. It was noted the vial stopper was wrinkled and appeared slightly deteriorated. Characterization testing was performed and found the particles are consistent with material from the stopper of the vial and the phaseal membrane. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on our investigation and sample evaluation, it was determined the particles generated due to the quality of the vial stopper and multiple activations of the injector. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that coring has occurred. Trastuzumab was prepared using the p120j protector. After preparation was complete, when it was diluted and placed in an infusion bag, it was noticed that there were fragments of coring-like material mixed in.